Event description:
It was reported that the event occurred while in the cardiac theatre following the insertion. The cardiac surgeon inserted the intra-aortic balloon (iab) via femoral artery with no issues. Blood was observed in the iab. As a result, the iab was removed. There was not another attempt at the procedure; which was not explained by the surgeon. The pt went ahead without intra-aortic balloon pump (iabp support for surgery. There was an interruption in therapy since attempts were abandoned. There was no report of death, complications or injury. No medical/surgical intervention was required. The pt outcome is the surgery was successful and the pt survived. It was noted that the iabp used was a maquet. Additional info received from the clinical specialist mgr, (B)(6) on (B)(4) 2013 stated the member of the staff thought the iab was inserted unsheathed. There was no attempt made, following balloon removal, to reinstate iabp therapy. It was unk if the pt had tortuous anatomy. The pt survived, but is still in general intensive care. The staff member providing the previous info was on vacation, this info was obtained from another perfusionist.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.